Event description:
It was reported that the md could not advance the iab through the sheath and into the pt. As a result, the iab was discarded and another iab was inserted through the sheath. There were no reported pt complications.

Manufacturer narrative:
Device will not be returned for eval. A f/u report will be filed if more info becomes available.